Manufacturer narrative:
Trouble shooting by welch allyn technical support confirmed that the display was not working. Likely potential causes for no display are blown display fuse, blown capacitor, blown fuse to power supply, or display power supply malfunction. Welch allyn replaced the display to the customer and no other issues have been reported. No further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity display was not working. A display that is not working could result in the loss of centralized monitoring. There was no death of injury associated with this complaint. The customer did not provide any patient information. This report was filed in our complaint handling system as complaint (B)(4).